Event description:
It was reported that during procedure the physician was unable to engage multiple wrenches in set screw. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.the returned device indicated a loose/detached set screw.